Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp) stated that his supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to cycle the power off/on twice to clear the alarm and then explained the alarm to the hp. The hp stated he would start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that the bag had not been secure on the table and that was what caused it to fall and separate. The nurse had been contacted regarding the event and no patient injury or medical intervention was reported.